Event description:
It was reported that an occlusion alarm occurred. As a result the customer was admitted to the hospital with diabetic ketoacidosis. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.